Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the keypad was harder to press. The customer¿s blood glucose was unknown. Troubleshooting was done for critical pump error alarm. Customer reported that they went to doctor for advise and doctor advised them to replaced the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened all buttons dome switch. No unlocked j2/lcd keypad connector noted.